Manufacturer narrative:
Health effects codes - updated. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review cannot be performed because a lot number was not provided. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that a patient was admitted to the hospital due to "being unconscious for about 1 day". After admission, the patient underwent emergency intracerebral hematoma removal surgery on (B)(6) 2023. On (B)(6) 2023, the otolaryngologist performed a tracheostomy on the patient at the bedside. After the suction tracheostomy tube and accessories were inserted during the operation, air bag leakage was discovered. The otolaryngologist immediately replaced the suction tracheostomy tube and accessories for the patient. The air bag leaked affecting treatment and endangering the patient's life. It is unknown if the product is returning. Adverse patient effects are unknown.

Manufacturer narrative:
Other, other text: no 510k as product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI related data quality updates only.